Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Patient reported implant rupture and capsular contracture - baker grade ii. MRI identified, peri-prosthetic fluid layer... Lymph nodes of a likely reactive appearance in the bilateral axillary area, the largest 15 x 5 mm on the left. Device has been explanted and replaced. This relates to the left side.

Event description:
Patient reported implant rupture and capsular contracture - baker grade ii. MRI identified, peri-prosthetic fluid layer. Lymph nodes of a likely reactive appearance in the bilateral axillary area, the largest 15 x 5 mm on the left. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
The events of capsular contracture, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma, lymphadenopathy, rupture.